Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having trouble with their implantable pulse generator (ipg). It was further reported that the device was "terrible, bad" and the patient has lost their ability to have a life. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had chest pain and experienced syncope. The device was adjusted. No further patient complications have been reported as a result of this event.